Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm. The customer's blood glucose was 195 mg/dl at the time of incident. The customer's blood glucose was 497 mg/dl at the time of call. The customer stated that he attempted to treat his high blood glucose with the insulin pump. The customer stated that he was going to treat his high blood glucose with manual injections. The customer stated that he was not feeling well due to the high blood glucose. The customer stated that there were possible air bubbles in the tubing. The customer performed troubleshooting and did not found leaks, insulin issues and site issues. The customer declined to check setting issues. The customer performed high pressure test and the insulin pump alarmed no delivery and passed. The insulin pump will not be returned for analysis.